Event description:
Hosp staff attempted to administer a shock to a pt using the device. The device allegedly stopped charging and displayed the warning message charge removed and use of the defibrillator was inhibited. A backup defibrilltor was made available and used. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. The basis for this opinion was not reported.